Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. The device in question is being returned for investigation.

Event description:
The nrg transseptal needle was used for transseptal puncture during a procedure. They physician tried to advance a biosense mobi-cath sheath across the septum and into the left atrium. After having difficulty getting the dilator over the stiff septum, the protrack pigtail wire was advanced through the dilator. The physician noticed that the wire was stuck at the septum and would not advance any further into the left atrium. The physician attempted to pull the wire back, and felt it get stuck in the dilator. After retrieving the wire, it was observed that the distal tip of the wire was broken. The broken piece of the wire could not been seen in the patient with fluoroscopy. However, it was observed hanging off the septum in the right atrium with ice. The physician used ice and different tools, including angioplasty balloon and biopsy forceps, to retrieve the part of the wire that was in the patient. The procedure was aborted due to the procedural delay as a result of the procedural complication.